Event description:
The customer reported a black screen during a therapeutic colonoscopy procedure involving an Olympus colonovideoscope. There was no patient harm reported.

Manufacturer narrative:
The device was returned to Olympus for inspection and the reported failure was confirmed.In addition, the following reportable malfunctions were identified during the device evaluation: no image.A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.